Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause could not be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that there was no phaco power during a phaco intraocular lens (iol) implant surgery. Even on complete depression of the pedal, at times there was almost no phaco power even though the console was suggesting 100%. Vacuum was also extremely variable from being satisfactory to minimal. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.